Event description:
It was reported the programmer fan is noisy and needs to be replaced. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cooling fan was noisy, the keyboard was damaged, the spacebar portion was lifting up, and a system and nested error were found in the error log. (B)(4): analysis found that the cable was damaged with kinks in it.